Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4) and is related to and occurred prior to c&r#: 3003768277-06/23/2023-004-c.

Event description:
It was reported to philips that unable to charge the wireless pedal. This is connected to loss of image related to a azurion 7 m20. There was no reported patient or user harm.